Event description:
It was reported that the patient was having low flow alarms as well as a controller fault. Log file review confirmed multiple controller fault alarms in addition to 3 pump stops, 103 low speed advisories, and intermittent driveline fault alarms on (B)(6) 2022 around 8:40am. The issues only occurred while the patient was tethered to the power module. It was noted that the second pump stop/low speed event may be related to something passing through the pump. Additional information was received that x-rays of the patient's driveline were unremarkable. It was noted that the patient had a previous driveline repair and there did not appear to be enough room for a second driveline repair. Additional information was received that 2 unshielded patient cables were ordered for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Previous driveline repair in (B)(6) 2019 is captured under MFR# 2916596-2019-06122.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed events, pump stop events and driveline fault alarms. A specific cause for these findings could not be conclusively determined through this evaluation. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise; however, no product is available for evaluation. The system controller log file contained data from 06aug2022 through 10aug2022. Intermittent low speed events were captured throughout the log file which resulted in a pump stop event on 10aug2022, which was associated with power elevations up to 25.5 watts (w). Additionally, a driveline fault alarm was captured on 10aug2022. This alarm corresponded with a yellow wrench advisory alarm and occurred while the patient was connected to the power module (pm). No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hmii lvas instructions for use (IFU) and patient handbook address all pump parameters. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15aug2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient would not pursue a driveline repair. The patient was discharged home with an ungrounded cable while they were being evaluated for transplant.